Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010 for lower back pain. It was reported that the patient felt sensations in her stomach, legs or sides. She stated that she felt stimulation on only three of her five patient programs; however, she only felt stimulation in the stomach and never in the back. Follow up on the patient found that reprogramming efforts have been unsuccessful in providing the patient with effective stimulation in her back. A follow-up appointment has been scheduled for reprogramming. No further information is available at this time.